Event description:
It was reported that the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk. Scratched lcd window noted during visual inspection. Motor was tested outside the device and passed.